Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1 (patient initials), a2 (age) and a4 (weight) as this information was not provided. The customer did not provide the product information. Therefore, no information was captured in section d4 (model # and serial #), and the device manufacture date (h4) could not be determined.

Event description:
The customer currently located in haiti called to report that she purchased a contour next ez meter in canada and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.